Event description:
The customer reported having unexplained high blood glucose for the past three days. The customer stated that she is in the hospital for non diabetes related. The blood glucose reading at time of call was 155mg/dl. The customer stated that she changed the infusion set to resolve her high blood glucose. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime test and passed. Performed a high pressure test and the insulin pump failed the test. The customer stated that she kept the insulin in the refrigerator and does not allow warming up to room temperature. Explained to customer that she needs to allow the insulin warm up to room temperature before using. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.